Event description:
It was reported that there were high impedances, more than 4,000 ohms, and low impedances of 50 ohms. The patient needed an impedance check in the operating room (or), but this was not planned yet. X-rays were also taken. The patient also experienced a burning sensation and felt uncomfortable stimulation at the device pocket several times a day. The device was on cycling mode and was the reason for the uncomfortable stimulation. A week later it was reported that the physician turned the patient¿s device off for three to four days. The impedances were clarified: case and 0 were greater than 4,000 ohms, 0 and 3 were greater than 4,000 ohms, 1 and 2 were less than 50 ohms, and all other measurements were ok. The physician did not give out any information about the planned or date. The patient was waiting for the operation date.

Manufacturer narrative:
Concomitant products: product ID 3889, serial # unknown, implanted: (B)(6) 2010, product type lead; product ID 3095, serial # unknown, product type extension. (B)(4).